Event description:
During verification testing at the manufacturing facility, the device did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
During testing, the device did not sound an audible alarm tone. This was due to the piezo transducer. A calibrated set was used for testing per the device release specifications. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. (B) (4).